Manufacturer narrative:
H4: the lot was manufactured december 07, 2022 to december 08, 2022. H10: the device was received for evaluation. The unit contained 95ml fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the delivery of a small volume infusor stopped during patient use. The nurse observed the drug remained in the infusor bladder. There was no report of patient injury or medical intervention associated with this event. No additional information is available.